Manufacturer narrative:
Device eval summary: an inspection confirmed that the blade had split in half at the seam, breaking off part of the tip. No delamination or other damage was noted. A cause for the break could not be fully determined. These types of complaints will continue to be monitored and assessed. The device had been in use for ~5.7 years. A safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers on 05/10/2013 to provide add'l safety info to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. The customer returned the signed safety alert acknowledgement form on 05/21/2013. The customer was issued a replacement glidescope after the complaint was reported. No pt involvement reported.

Event description:
During cleaning, the leading end of the glidescope video laryngoscope was found to be cracked into two pieces. The biomedical tech stated he was not aware of any adverse effect of a pt.